Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was venous closure of the common femoral vein using a prostyle device after a pulse field ablation interventional procedure using an 8f sheath. Reportedly, during unpackaging of the sealed device tray, the packaging was fully opened and part of the packaging looked compromised as if the glue was melted or sealed improperly. There was no patient involvement, the device was not used since the physician had concerns about sterility. A new prostyle device was used to achieve hemostasis. There was no adverse patient effect. No additional information was provided.